Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. There was no aortic neck and the top of the aneurysm was 25, 26, 28 mm in diameter. It was reported that the physicians gained brachial access and cannulated the renal arteries for a snorkel procedure. They gained guidewire access for the main graft through the groin. Viabahn stenst were placed in the renal arteries bilaterally. Inside and extending proximally there were bilateral bare metal stents in each viabahn stent for columnar strength. The balloons for the stents were either left in or removed and reinserted into the stents after the bifurcated stent graft was implanted. The endurant delivery system was advanced to the correct location and partially deployed the endurant stent graft. The viabahn stents were fully deployed and the bare metal stents were deployed. Next, the iliac limbs and limb extensions were implanted, and then the suprarenal struts of the bifurcated stent graft were released. The physician inserted another manufacturer's balloon in the endurant and modeled both the renal arteries and the main graft at the same time to form the stent graft around the renal arteries and snorkeled stents to create a good seal. After ballooning a first time the physician thought there was a proximal type 1 proximal endoleak so the physician inflated all three balloons again. Another physician wanted to balloon a third time and in doing so, the right renal balloon burst. It was unclear if the bare metal stent or the anchor pin of the endurant popped the balloon. It was stated that almost half of the unknown balloon remained in the patient after the balloon was removed. After the case, the physician stated that the fragment of the balloon completely occluded the renal artery and the right kidney which had an existing tumor, and the right kidney no longer was functioning. No further information is available.

Manufacturer narrative:
(B)(4). Results: anatomy related, occlusion, another manufacturer's balloon. Conclusions: anatomy related, another manufacturer's balloon.